Event description:
A critical alarm was occurring due to zero ml volume in the pump. The pump was recently implanted and the refill physician was not aware that the patient was due for refill. The patient experienced underdose with symptoms of chills and tightness in legs. It was later reported that the patient experienced ''very mild'' sweating and itching. The cause of the event was due to a refill not being scheduled; and the pump was therefore out of drug. It was noted that the pump alarm had appropriately sounded. The pump was refilled and a small bolus was administered. The patient was without injury and did not require hospitalization. Drug delivered was lioresal 2000mcg/ml, 589.1mcg/day.

Manufacturer narrative:
Catheter model: 8709sc, lot #:n139905024, implanted: (B)(6) 2008, explanted: unk; pump model: 8637-20, serial #: (B)(4), implanted: (B)(6) 2006, explanted: unk.

Manufacturer narrative:
(B)(4).